Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument was arcing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event. Initial reporter indicated that the instrument started sparking and soon as this was observed, the instrument was removed. They did not observe any energy escape out and there was no patient injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the yaw pulleys were charred. Both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. No other damage was found. On (B)(4) 2014, additional engineering analysis review found that the yaw pulley exhibited material removed at the grip base as a result of the charring. The surface profile of the damaged area showed various peaks and valleys, indicative of both thermally induced deformation and material removal. The damaged area was compared with undamaged yaw pulleys, which have a relatively flat surface profile in the same general area. Additionally, in-house testing was able to replicate charring with a valley lab force fx generator was set to 70w. It was concluded that the gigh generator settings combined with repeated energy activation with tissue remaining in contact with yaw pulleys can cause charring. The customer reported complaint does not itself constitute a reportable event; however, the damage to the yaw pulley found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.